Manufacturer narrative:
Information contained in this record was previously submitted thru psr. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and contracture grade IV. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture and capsular contracture baker grade IV. The device was explanted.